Manufacturer narrative:
Results: root cause undetermined; inherent risk of procedure (stent deformation). Conclusions: conclusion not yet available: evaluation in progress; known inherent risk of procedure (stent deformation); root cause undetermined. (B)(4).

Manufacturer narrative:
Evaluation, results: related to operational context (it appears most likely that the issue is related to the attempt to use the device during the procedure). (B)(4)

Event description:
The lesion in the proximal diagonal exhibited moderate calcification and moderate tortuosity. The lesion was pre-dilated. The stent was present on the balloon when removed from the patient, but the stent was deformed. It is reported that before the stent was entered, it was fine. The medtronic stent used to complete the procedure was a resolute integrity 2.25 x 18mm. The new device was implanted without complications. The patient is reported to be very well.

Event description:
The physician was attempting to deliver a resolute integrity drug eluting stent to a lesion in the diagonal. The device was prepped and inspected prior to use with no issues noted. It is reported that resistance was encountered when advancing the device but excessive force was not used during delivery. The doctor was moving the stent into the diagonal, and he felt resistance, he took out the stent and saw that it was damaged. The device did not pass through a previously deployed stent. The physician used another medtronic stent and it placed without problem. Evaluation summary: the device was returned for evaluation. The delivery system returned for analysis but there was no stent present on the balloon. The balloon on the delivery system has previously been inflated. There are faint crimp impressions on the balloon working length.